Event description:
Event description cpi received information that the rate sense portion of this endotak transvenous defibrillation lead was capped due to high pacing thresholds and lead movement/dislodgment. A sweet tip 4269 rate sense lead was implanted.